Event description:
It was reported that the pace sense portion of this right ventricular (rv) lead was surgically abandoned during the procedure. Additional information obtained from the field which indicated that patient had a working right ventricular (rv) lead and the physician wanted to use the lead to pace after upgrading to implantable cardioverter defibrillator (ICD) therapy. There was no issues with the lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the pace sense portion of this right ventricular (rv) lead was surgically abandoned during the procedure. The lead remains in service. No additional adverse patient effects were reported.